Manufacturer narrative:
An investigation into the mis-identification event was investigated by biomerieux. The reconstituted cap survey sample was tested on 2 cards from 4 different lots. Excellent identifications of pediococcus acidilactici were obtained on four cards and low discrimination calls of pediococcus acidilactici/pediococcus pentosaceus were obtained on the remaining four cards. These species are closely related and review of the expected data for pediococcus acidilactici demonstrated no atypical reactions. Based on the results of the investigation, the product is operating within specifications.

Event description:
A customer notified biomerieux that they had a mis-identification when using the vitek 2 gp ID test kit. A cap survey proficiency sample was identified by the vitek 2 test kit as pediococcus pentosaceus. The actual result should have been pediococcus acidilactici. Since this is a proficiency sample and not a patient sample, no injury or death associated with this event. An investigation has been conducted by biomerieux for event.